Event description:
The customer reported via phone call that they received a no delivery alarm during the fill tubing process. The customer's blood glucose was 400 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.